Manufacturer narrative:
Concomitant product(s): product ID: 3057, lot# serial# unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an external neurostimulator (ens) for urge incontinence. It was reported that the patient stated her device was not working as she was not feeling stimulation. Patient stated that she had problems with her procedure and she was sore. She stated she was taking morphine for the pain. Patient stated it was difficult for her to urinate because everything hurts. Patient believed that the device was not working because she only felt stimulation near the lead wires and that was only after increasing the stimulation several times. She stated that she was in a lot of pain from the incision site. On (B)(6) the patient stated she was still in pain and uncomfortable and irritated. She stated that she had a large bruise from the initial lead placements and that she would like to wait until her hematoma was resolved before proceeding to try the evaluation again. No further symptoms reported. No further complications reported.